Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, the phenomenon, ¿unable to get error code and read scope or device, was not reproduced, and a root cause could not be identified. The phenomenon, ¿lamp: more than 400 hours (lack of heat-sink screws and washers)", was reproduced. It was determined to have occurred due to the lack of heat-sink screws and washers. However, further factors could not be confirmed by the repair department. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found cosmetic damage, faulty scope socket and non-olympus lamp reading at 400 or more hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had connection issues. The device is getting error code and will not read scopes or devices. The issue was found during an endoscopic procedure. The procedure was completed using a similar device. There were no reports of patient harm.